Event description:
The reported description of this complaint notes that there is a technical alarm message "speaker malfunction" and a weak sound coming from the mx40. There was no patient involvement.